Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study, regarding a patient who was implanted with a neurostimulator. It was reported that the entire system was explanted and not replaced due to normal battery depletion. However, the ins had been implanted in 2015. No further patient complication was reported.